Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine implantable cardioverter defibrillator changeout, the physician had difficulty removing the right ventricular lead from header. The device was explanted and replaced.

Manufacturer narrative:
The reported header anomaly was not confirmed in the laboratory. The rv sense/pace septum was damaged and the setscrew missing. The cause of the header anomaly could not be determined.